Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon pinhole occurred. The target lesion was located in the renal artery. A 5.0mmx19mmx90cm express® sd renal/biliary stent delivery system (sds) was selected and advanced to the lesion. During first inflation, the balloon of the sds was inflated and pulled negative pressure on the inflation device; however, it was noted that blood came back into the inflation device and the balloon would not inflate. A pinhole was then noted in the balloon of the sds. The device was removed without any damage to the patient. The procedure was completed with an unspecified size express sd stent. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an express sd stent delivery system with stent. There was contrast in the inflation lumen, balloon and contrast and blood in between the balloon folds. The balloon was tightly folded with the stent secured on the balloon between the markerbands. Microscopic examination of the balloon and shaft revealed no damage or irregularities. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. The stent was deployed and the catheter maintained constant pressure, there was no indication of any leaks or other irregularities. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon pinhole occurred. The target lesion was located in the renal artery. A 5.0mmx19mmx90cm express&#59411;d renal/biliary stent delivery system (sds) was selected and advanced to the lesion. During first inflation, the balloon of the sds was inflated and pulled negative pressure on the inflation device; however, it was noted that blood came back into the inflation device and the balloon would not inflate. A pinhole was then noted in the balloon of the sds. The device was removed without any damage to the patient. The procedure was completed with an unspecified size express sd stent. No patient complications were reported and the patient's status was fine.